Manufacturer narrative:
10/19/1998-supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 nd h6.

Event description:
The device was used during a hartman procedure. Reportedly, the staples did not form properly. The surgeon resected the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.